Manufacturer narrative:
Device lot number not provided. Additional 510(k) number k011028 and k013227.

Event description:
It was reported that the mount fractured (fmt3) during the placement. It was also reported that the doctor was able to place another implant in the same surgery.

Manufacturer narrative:
One tapered screw vent implant transfer mount was returned for inspection. A visual inspection revealed wear about the mount body. The mount hex is noted to be fractured. The reported malfunction was confirmed. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate device manual and instructions for use were reviewed. A root cause cannot be determined.